Manufacturer narrative:
The product was not received for evaluation. Please be advised that without the product sample co is unable to determine the cause of the breakage.

Event description:
Account states drain broke upon removal, requiring surgery to remove it.